Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record identified repairs unrelated to the reported event. This is a limited investigation, a review of the device history records and a complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during a case the graft was shredded. There was no harm reported, but there was a delay involved. An alternate device was used to complete the procedure. No adverse events were reported as a result of this malfunction.